Manufacturer narrative:
Based on the available data, a specific root cause could not be conclusively identified. The most probable cause for this type of issue was an issue with the pipetting of the sample due to a general malfunction of the liquid level detection (lld) or foam/air bubbles on the sample causing erroneous lld. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer. A pre-analytical issue with the patient sample handling could not be excluded. Based on the provided data, a general reagent or instrument related root cause could be excluded.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys cortisol ii result for one patient sample taken from several veins around the kidney. The original result was 1.5 nmol/l and was reported outside the laboratory. The clinicians questioned this result as they were considering removing an adrenal gland as the result was so low. The sample was repeated with a result of 620.3 nmol/l which matched the clinical picture for the patient. There was no allegation of an adverse event. The reagent lot number was 23809603. The expiration date was requested but was not provided. The laboratory questioned why the original result was not accompanied by a data flag indicating the result was below the measuring range of the assay.